Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: the customer reported blood glucose value of 50 mg/dl and bg: 100 mg/dl and it was reported that the sg and bg difference is greater than 30%.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-7040c9. Troubleshooting was performed for general documentation.. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after few days of wear. Advised to wait at least an hour and if blood glucose was stable to calibrate. No further patient complications were reported. It was unknown whether the customer will continue to use the sensor or not. Product return for mmt-7040c9 is not expected.